Event description:
It was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.